Event description:
It was reported that the customer had a high blood glucose level of 557 mg/dl and received a no delivery alarm from her insulin pump. She called and was advised to change the infusion set and reservoir. The customer delivered a bolus, and her blood glucose level went to around 30 mg/dl, but she was not alerted by the sensor. The sensor reading was around 67 to 70 mg/dl. Customer had to call the paramedics. Her blood glucose was down to 15 mg/dl by the time the paramedics arrived. Her blood glucose value at the time of the report was 297 mg/dl. The product is being returned. Nothing further reported.

Manufacturer narrative:
See medwatch 2032227-2014-50024 for insulin pump information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.